Manufacturer narrative:
The reported event of capture anomaly was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-10301. It was reported that the right ventricular lead exhibited a capture anomaly. The lead was explanted. The patient was in stable condition.